Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low alb2 albumin gen.2 result for one patient sample. The initial result was <1.0 g/dl and was manually released outside of the laboratory. The result was questioned by the physician and the sample was repeated with a result of 4.8 g/dl. Information regarding any adverse event was requested but was not provided. The reagent lot number was 23581801 with an expiration date of 6/30/2018. The customer declined a service visit. There were no issues with any other samples.

Manufacturer narrative:
A specific root cause could not be identified. Based on review of the provided calibration and quality control data, a general reagent issue was not suspected. The root cause was most likely an isolated pipetting error due to a sample handling error, improper centrifugation, gel clots in the sample, or bubbles on the sample surface.